Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The compromised force sensor system error alarm was unable to be confirmed due to motor error alarms. The insulin pump was received with cracked case at the display window corners, minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, stained keypad overlay and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone call compromised force sensor system error alarm and motor error alarm. Customer's blood glucose level was 3.2 mmol/l. Troubleshooting for motor error alarm was performed. Customer advised the drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.